Event description:
Follow-up to the provider clarified that there was no increase in seizures. She indicated the battery was replaced prophylactically.

Event description:
Generator replacement surgery occurred and the explanted generator was received by the manufacturer. Analysis is underway, but has not been completed to-date.

Event description:
Clinic notes were received for a generator replacement referral due to the patient experiencing an increase in seizures, which is suspected to be related to battery nearing end of life, however there is no indication the device is at end-of-service. The device was reported to be interrogated and no changes were made. The staff at the patients group home indicated an increase in seizures in (B)(6). Additional relevant information has not been received to-date. No known surgery has occurred to-date.

Manufacturer narrative:
Date of this report, corrected data: the date of the report for follow-up report #1 was inadvertently provided as 11/01/2016, but should have been 12/20/2016. (B)(4).

Event description:
Analysis was completed for the returned generator. The device output signal was monitored while placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. An automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery, measured 2.802 volts. The downloaded data revealed that 66.553% of the battery had been consumed. There were no performance or any other type of adverse conditions found with the pulse generator.